Manufacturer narrative:
(B)(4). The lot was manufactured january 21, 2016 ¿ january 22, 2016. The device was received for evaluation. Visual inspection identified fluid inside the bag that contained the unit due to an untightened blue winged luer cap. After tightening the luer cap, a functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after filling with fluorouracil. There was no patient involvement. No additional information is available.